Event description:
The customer reported via phone call that she experienced low blood glucose and had to be taken out of the plane and was given a shot. Blood glucose value was 60 mg/dl. The customer also reported that the insulin pump had a blank display. She experienced sensor errors, weak signal, calibration error alerts and unexpected initialization after inserting the sensor. Blood glucose value at the time was 102 mg/dl. Troubleshooting was performed, the customer was advised to change the sensor and she found the sensor to be slightly curved. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.